Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited t wave oversensing in the left ventricular (lv) channel. Technical services (ts) was consulted and reviewed evaluation options and reprogramming options. This crt-d remains in service. No adverse patient effects were reported.